Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of received one devices. The visual inspection of the sample noted five needles. One needle was received broken at the tip. Upon microscopic inspection of the needle, instrument marks were observed on the needle adjacent to the break site. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the procedure and upon piercing the tissue with the needle, surgeon grasped the tip with a needle holder and tried to pull it up, the tip of the needle broke. The product was used for fascia suturing. There was no patient harm

Manufacturer narrative:
Initial notification of this reportable event to FDA. If information is provided in the future, a supplemental report will be issued.